Manufacturer narrative:
Device failure suspected, but did not cause or contribute to death or serious injury.

Event description:
Manufacturer received report that a vns patient was experiencing erratic stimulation. Follow up with the treating physician revealed that there is no believed cause for the event. Diagnostics testing were within normal limits. Monitoring with the programming wand indicated that generator was stimulating at irregular stimulation cycles which coincided with what the patient was reporting. The patient has been referred for generator replacement surgery at an unknown date